Event description:
It is reported that the pt was revised due to signs of loosening. During the surgery, it was noted that the stem had broke at the rhk femoral component.

Manufacturer narrative:
This report will be amended when our investigation is complete.